Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would not power on. It was noted that the touch screen malfunctioned and the stylus was out of calibration. The stylus assembly was calibrated and the device passed functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not power on. The programmer was returned for service. There was no patient involvement.